Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. The sensor was found to be in sensor state 8 (indicating normal termination). Visual inspection has been performed on the sensor tail, and no failure modes were observed. The sensor was activated with a known good reader and bluetooth low energy (ble) connection was successful. A linearity test was performed while known good the reader was wrapped in aluminum foil (to simulate signal loss), and the signal loss message was observed. Sensor was scanned with reader to re-establish ble connection and signal loss message was not displayed. No malfunction or product deficiency was identified. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The sensor was activated with the returned reader and the bluetooth connection was successful. Sensor was scanned with the reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed therefore functioning properly. The returned sensor and the returned reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor and reader was found to be functioning properly. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness, and was unable to self-treat, requiring treatment of gyoke hypopen (glucagon injection) by a third party. There was no report of death or permanent impairment associated with this event.